Event description:
Consumer states her mother had an invacare rollator and the seat cracked which pinched her bottom and legs. Consumer states her mother did not go to the doctors for this issue.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.